Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10 ¿ product received on: 09apr2019. Investigation ¿ evaluation . A review of the complaint history, documentation, manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The visual inspection of the returned device showed the device in used and damaged condition. There was elongation at the proximal end but the distal portion of device remain undamaged. No other damage was observed on the proximal portion of the wire. Part of the mandril/safety wire was also broken and exposed with no evidence of separation. Investigators attempted to perform dimensional analysis on the device, but due to the returned condition, not all measurements could be taken. The measurements that were taken, however, confirmed that the device was manufactured within the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Due to the lack of information from the user facility, a review of the device history record could not be conducted. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Manufacturer narrative:
Product code: dqx. Occupation: unknown. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cope nitinol mandril wire guide was used in a (B)(6) female patient during an unknown procedure. After inserting the wire through needle into patient¿s internal jugular, the user experienced resistance during removal of the wire and fraying occurred. As reported fluoroscopy was used to remove the device successfully. Additional information regarding this complaint has been requested and currently unavailable. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.